Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was 140 mg/dl. The customer was advised that in order to troubleshoot their insulin pump, set and reservoir we may request that they change set and or reservoir. The troubleshooting was performed. The customer was advised to rewind insulin, reinsert reservoir into the insulin pump and run manual prime to at least 5.0 units. The customer stated that the insulin pump alarmed no delivery. The patient was advised that the insulin pump will need to be replaced. The customer was advised to revert back up per healthcare provider instructions.